Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the issue was due to training issue with the masimo sensor. The customer was provided with a solution in the end to change the placement of the sensor to another hand/finger and disconnect the base cable from the sensor and retake the measurement. Analysis was performed and investigation has been completed. The engineer provided information to the customer to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone (B)(6). E1: reporter phone (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported spo2 measurement values were displaying inaccurately low. When extubating a patient, alarms were generated for desaturation at 89% and the spo2 sensor was clipped to the ear and connected to an x3 monitor. A blood gas was drawn, revealing spo2 of 97%. When the sensor was changed to the finger, the spo2 matched the blood gas results. Users have now begun using finger clips instead of the ear clip and correct values are measured. There was no report of actual harm associated with this complaint.